Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. Additionally, she was diagnosed with an autoimmune disease. Pelvic pain is listed according to essure's reference safety information, while the other event is unlisted. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the reported autoimmune disease, considering its nature and given essure local action into the fallopian tubes causality with the suspect insert is considered very unlikely. Non-serious events were also reported. This case was regarded as incident, since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / persistet pelvic pain') in a 38-year-old female patient who had essure (batch no. 761439, 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. May-2011 - ultrasound confirmation test for essure (B)(6) 2014 - transvaginal ultrasound report. Findings: echogenic areas seen in transverse image anterior and lateral, possible essures. Endometrial pathology: multiple septations seen throughout lining of endometrium. Concurrent conditions included iron deficiency anemia, dysfunctional uterine bleeding, inflammation, urinary tract infection and chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("severe back pain (persistent, sometimes unable to move)") and rotator cuff syndrome ("right shoulder tendonitis"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("bleeding / heavy bleeding"), autoimmune disorder ("autoimmune disease"), joint pain ("joint pain (persistent and severe)"), vitamin d deficiency ("vitamin d deficiency"), dental caries ("dental decay"), arthralgia ("joint pain in hands and feet"), myalgia ("muscle pain"), ovarian cyst ("ovarian cyst") and mental disorder ("essure caused or aggravated ay psychiatric and/or psychological condition") and underwent tooth extraction ("dental extraction"). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with anabolic steroids, methotrexate, tramadol and surgery (hysterectomy which removed my cervix, uterus and fallopian tubes on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis, autoimmune disorder, vitamin d deficiency, rotator cuff syndrome, dental caries, tooth extraction, arthralgia, myalgia, adenomyosis and mental disorder outcome was unknown, the genital haemorrhage had resolved and the back pain, joint pain and ovarian cyst had not resolved. The reporter considered adenomyosis, autoimmune disorder, back pain, dental caries, genital haemorrhage, joint pain, mental disorder, myalgia, ovarian cyst, pelvic pain, rheumatoid arthritis, rotator cuff syndrome, tooth extraction, vitamin d deficiency and arthralgia to be related to essure. The reporter commented: right side- 2 trailing coils, left side- 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : condirming- pelvic pain,menorrhagia,dysmenorrhea". Lot number: 761438. Manufacture date: 2010-07. Expiration date: 2013-07. Lot number: 761439. Manufacture date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 26-apr-2016, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff, who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2011. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, severe back pain, joint pain, vitamin d deficiency, and was diagnosed with an autoimmune disease. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. Additionally, she was diagnosed with an autoimmune disease. Pelvic pain is listed according to essure's reference safety information, while the other event is unlisted. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the reported autoimmune disease, considering its nature and given essure local action into the fallopian tubes causality with the suspect insert is considered very unlikely. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / persistent pelvic pain') in a 38-year-old female patient who had essure (batch no. 761439, 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. (B)(6) 2011 - ultrasound confirmation test for essure. (B)(6) 2014 - transvaginal ultrasound report. Findings: echogenic areas seen in transverse image anterior and lateral, possible essures. Endometrial pathology: multiple septations seen throughout lining of endometrium. Concurrent conditions included iron deficiency anemia, dysfunctional uterine bleeding, inflammation, urinary tract infection and chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("severe back pain (persistent, sometimes unable to move)") and rotator cuff syndrome ("right shoulder tendonitis"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("bleeding / heavy bleeding"), autoimmune disorder ("autoimmune disease"), joint pain ("joint pain (persistent and severe)"), vitamin d deficiency ("vitamin d deficiency"), dental caries ("dental decay"), arthralgia ("joint pain in hands and feet"), myalgia ("muscle pain"), ovarian cyst ("ovarian cyst") and mental disorder ("essure caused or aggravated ay psychiatric and/or psychological condition") and underwent tooth extraction ("dental extraction"). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with anabolic steroids, methotrexate, tramadol and surgery (hysterectomy which removed my cervix, uterus and fallopian tubes on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis, autoimmune disorder, vitamin d deficiency, rotator cuff syndrome, dental caries, tooth extraction, arthralgia, myalgia, adenomyosis and mental disorder outcome was unknown, the genital haemorrhage had resolved and the back pain, joint pain and ovarian cyst had not resolved. The reporter considered adenomyosis, autoimmune disorder, back pain, dental caries, genital haemorrhage, joint pain, mental disorder, myalgia, ovarian cyst, pelvic pain, rheumatoid arthritis, rotator cuff syndrome, tooth extraction, vitamin d deficiency and arthralgia to be related to essure. The reporter commented: right side- 2 trailing coils, left side- 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : condirming- pelvic pain,menorrhagia,dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: lot no. Was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / persistet pelvic pain"), genital haemorrhage ("bleeding / heavy bleeding"), autoimmune disorder ("autoimmune disease") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("severe back pain (persistent, sometimes unable to move)") and rotator cuff syndrome ("right shoulder tendonitis"). In 2012, the patient experienced dental caries ("dental decay"), tooth extraction ("dental extraction"), the first episode of arthralgia ("joint pain in hands and feet") and myalgia ("muscle pain"). In 2012, the patient underwent dental caries ("dental decay"), tooth extraction ("dental extraction"), the first episode of arthralgia ("joint pain in hands and feet") and myalgia ("muscle pain"). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), the second episode of arthralgia ("joint pain (persistent and severe)"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst") and mental disorder ("essure caused or aggravated ay psychiatric and/or psychological condition"). The patient was treated with methotrexate, anabolic steroids, tramadol and surgery (hysterectomy which removed my cervix, uterus and fallopian tubes on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, rheumatoid arthritis, vitamin d deficiency, rotator cuff syndrome, dental caries, tooth extraction, myalgia, adenomyosis and mental disorder outcome was unknown, the genital haemorrhage had resolved and the back pain, the last episode of arthralgia and ovarian cyst had not resolved. The reporter considered adenomyosis, autoimmune disorder, back pain, dental caries, genital haemorrhage, mental disorder, myalgia, ovarian cyst, pelvic pain, rheumatoid arthritis, rotator cuff syndrome, tooth extraction, vitamin d deficiency, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. (B)(6) 2011 - ultrasound confirmation test for essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-dec-2017: reporter, patient medical history, indication of essure, stop date of essure and events bleeding/ heavy bleeding, dental decay, dental extraction, muscle pain, adenomyosis, ovarian cyst, rheumatoid arthritis and essure caused or aggravated any psychiatric and/or psychological condition added.essure legal manufacturer has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / persistent pelvic pain"), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("bleeding / heavy bleeding") and autoimmune disorder ("autoimmune disease") in a 38-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida. Concurrent conditions included iron deficiency anemia, dysfunctional uterine bleeding, inflammation, urinary tract infection, chronic cervicitis and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("severe back pain (persistent, sometimes unable to move)") and rotator cuff syndrome ("right shoulder tendonitis"). In 2012, the patient experienced dental caries ("dental decay"), tooth extraction ("dental extraction"), the first episode of arthralgia ("joint pain in hands and feet") and myalgia ("muscle pain"). In 2012, the patient underwent dental caries ("dental decay"), tooth extraction ("dental extraction"), the first episode of arthralgia ("joint pain in hands and feet") and myalgia ("muscle pain"). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the second episode of arthralgia ("joint pain (persistent and severe)"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst") and mental disorder ("essure caused or aggravated ay psychiatric and/or psychological condition"). The patient was treated with methotrexate, anabolic steroids, tramadol and surgery (hysterectomy which removed my cervix, uterus and fallopian tubes on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis, autoimmune disorder, vitamin d deficiency, rotator cuff syndrome, dental caries, tooth extraction, myalgia, adenomyosis and mental disorder outcome was unknown, the genital haemorrhage had resolved and the back pain, the last episode of arthralgia and ovarian cyst had not resolved. The reporter considered adenomyosis, autoimmune disorder, back pain, dental caries, genital haemorrhage, mental disorder, myalgia, ovarian cyst, pelvic pain, rheumatoid arthritis, rotator cuff syndrome, tooth extraction, vitamin d deficiency, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: right side- 2 trailing coils, left side- 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. On (B)(6) 2011 - ultrasound confirmation test for essure. On (B)(6) 2014 - transvaginal ultrasound report. Findings: echogenic areas seen in transverse image anterior and lateral, possible essures. Endometrial pathology: multiple septations seen throughout lining of endometrium. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- pelvic pain,menorrhagia,dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / persistet pelvic pain"), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("bleeding / heavy bleeding") and autoimmune disorder ("autoimmune disease") in a 38-year-old female patient who had essure (batch no. 761439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida. Concurrent conditions included iron deficiency anemia, dysfunctional uterine bleeding, inflammation, urinary tract infection, chronic cervicitis and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced back pain ("severe back pain (persistent, sometimes unable to move)") and rotator cuff syndrome ("right shoulder tendonitis"). In 2012, the patient experienced dental caries ("dental decay"), tooth extraction ("dental extraction"), the first episode of arthralgia ("joint pain in hands and feet") and myalgia ("muscle pain"). In 2012, the patient underwent dental caries ("dental decay"), tooth extraction ("dental extraction"), the first episode of arthralgia ("joint pain in hands and feet") and myalgia ("muscle pain"). In december 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the second episode of arthralgia ("joint pain (persistent and severe)"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cyst") and mental disorder ("essure caused or aggravated ay psychiatric and/or psychological condition"). The patient was treated with methotrexate, anabolic steroids, tramadol and surgery (hysterectomy which removed my cervix, uterus and fallopian tubes on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis, autoimmune disorder, vitamin d deficiency, rotator cuff syndrome, dental caries, tooth extraction, myalgia, adenomyosis and mental disorder outcome was unknown, the genital haemorrhage had resolved and the back pain, the last episode of arthralgia and ovarian cyst had not resolved. The reporter considered adenomyosis, autoimmune disorder, back pain, dental caries, genital haemorrhage, mental disorder, myalgia, ovarian cyst, pelvic pain, rheumatoid arthritis, rotator cuff syndrome, tooth extraction, vitamin d deficiency, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: right side- 2 trailing coils, left side- 1 trailing coil . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. May-2011 - ultrasound confirmation test for essure. 17dec2014 - transvaginal ultrasound report. Findings: echogenic areas seen in transverse image anterior and lateral, possible essures. Endometrial pathology: multiple septations seen throughout lining of endometrium. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : condirming- pelvic pain,menorrhagia,dysmenorrhea" most recent follow-up information incorporated above includes: on 23-jul-2018: reporter, lot number, concomittant condition and lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.